Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This lead was replaced successfully during a device changeout when the pacemaker reached end of life (eol). This ra lead has not been received for investigation. No additional adverse patient effects were reported.